Event description:
It was reported that the patient¿s vns device was tested and system diagnostics returned an high impedance result with 5564 ohms. The device had been implanted in (B)(6) 2010. It was reported that the patient was feeling erratic stimulation pulses. It was reported that the patient had had a recent fall with trauma. The patient was referred for x-rays. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. No known surgical interventions have occurred to date.

Event description:
Additional information was received that patient was seen on (B)(6) 2015 and the impedance value was lower than the previous visit on (B)(6) 2015. On (B)(6) 2015 the lead impedance measured was 5564 ohms decreasing to 4746 ohms on the (B)(6) 2015. It was reported that the patient is awaiting review with surgeon to discuss lead revision. No known surgical interventions have occurred to date.

Event description:
X-rays were taken and provided to the manufacturer for further review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appears fully inserted into the generator connector block. The lead wires at the connector pin appeared to be intact. A strain relief bend is present and two tie-downs are visible, placed to secure the bend. Part of the lead appeared to be behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death.